Manufacturer narrative:
Corrected information: the report submitted under the reference 3012236936-2024-0001770 on the 24th of june 2024, was inadvertently submitted for the device not manufactured by johnson and johnson surgical vision, the manufactured has been informed of this event. Not further reports will be submitted under above reference number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. Product is not an implantable device. Section d6b - explant date: not applicable. Product is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h4 - device manufacture date: may 2024 - partial date was provided with month and year. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had problems with the customized pack, specifically, they have found strands both inside and outside the eye after surgery. These strands, which are blue in color, appear to have come from the drapes included in the packages. No further information has been provided at this time.